Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the automated impella controller (aic) alarmed for a temperature rise on the battery. This red alarm resolved. The pump remained on for support and to date the aic has not been replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for reported console (aic) red alarm has been completed. The aic was returned for evaluation. The controller was tested finding ¿battery temperature high alarm¿ was a false alarm, and battery temperature never rose above 29.4 degc. This resulted from a single erroneous data sample reported by battery pack bms to pbm. Data logs were reviewed which are consistent with complaint and show ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. . Therefore, the cause of the false "battery temperature high" alarm was most likely a defective pbm board. Added- h6 impact code 4629 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.